Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii", "folds", "microcysts" and "inframammary lymph nodes, in qqll, middle and posterior thirds, with capture physiological cortical". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii; "inframammary lymph nodes, in qqll, middle and posterior thirds, with capture physiological cortical."